Event description:
Nt903325a h-v lumbar valve system blue, small children. Customer states: product caused as fluid leakage on the brain. 3 months ago, her daughter in law experienced liquid dripping from her brain to her nose.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Various attempts were made to contact the customer, with no response. A device history record review was not carried out as the customer did not provide the lot number of the affected part. No associated capas. Complaint history review/trend analysis: 0 previously confirmed "lnteg-unexpected patient event" complaints within the past two years. 110 nt903325a units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the complaint could not be confirmed, or root cause determined as the customer did not return the device or provide any additional information regarding the incident.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Lot/ serial number was not provided. Per (B)(4). Rev 01 risk analysis spreadsheet: hazard ID - 12.24 - device does not function as intended effects (harm): a) delay in patient treatment, b) lnjury requiring professional medical intervention within the standard of care, c) lrreversible lnjury, d) lnjury requiring professional medical intervention beyond the standard of care. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Additional attempts are been made to contact the customer, to obtain additional information, and asking for facility confimation.

Event description:
Nt903325a h-v lumbar valve system blue, small children. Customer states: product caused as fluid leakage on the brain. 3 months ago, her daughter in law experienced liquid dripping from her brain to her nose.